Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that he obtained a reading of 574 mg/dl on the aviva system at 1928 in the evening. Customer had no symptoms with this reading, but per his doctor's instructions took 40 units of novolog and proceeded to the ER. At approximately 2000, the customer arrived at the hospital where he obtained a reading of 61 mg/dl "and falling" on their meter. Customer did not report symptoms at that time. Customer was treated with a sandwich, milk, orange juice, and a dextrose injection. Customer was tested 15 minutes later at 135 mg/dl on the hospital meter, but decreased to 81 mg/dl about 20 minutes later. Customer was then put on a dextrose drip and observed overnight. Customer was released at 1000 the next morning having recovered. Requested return of suspect device and strips, and replacement was sent.